Event description:
The rptr stated that tubing broke near the filter site. The tubing was reported to have only been in use for a short time with d5 1/2 10kcl infusing. There was no pt injury or treatment associated with this event.